Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6)2015, the patient had essure inserted. In january 2016, the patient experienced menorrhagia ("menorrhagia"). In 2017, the patient experienced adjustment disorder with mixed anxiety and depressed mood ("anxiodepressive syndrome following intervention for hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tinnitus ("bilateral tinnitus"), muscle spasms ("cramps in toes, feet and hands"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia (spontaneous or post-coital)"), headache ("headaches") and asthenia ("asthenia") and was found to have weight decreased ("loss of weight ( - 16 kg in one year)"). The patient was treated with surgery (total vaginal hysterectomy and removal of essure performed under general anesthesia). Essure was removed on (B)(6)2017. On (B)(6)-2017, the pelvic pain, menorrhagia, weight decreased, tinnitus, muscle spasms, dyspareunia, metrorrhagia, headache and asthenia had resolved. At the time of the report, the adjustment disorder with mixed anxiety and depressed mood had resolved. The reporter considered adjustment disorder with mixed anxiety and depressed mood, asthenia, dyspareunia, headache, menorrhagia, metrorrhagia, muscle spasms, pelvic pain, tinnitus and weight decreased to be related to essure. The reporter commented: essure inserted with 03 trailing coils on the right and 01 trailing coil on the left. Since removal on (B)(6)2017 via hysterectomy and ablation of devices, patient no longer presents any symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2015: after essure insertion- normal. Most recent follow-up information incorporated above includes: on(B)(6)2019: essure insertion details (essure inserted with 03 trailing coils on the right and 01 trailing coil on the left); exams (ultrasound); previous reported event deletion (device removal); new events (menorrhagia, pelvic pain, bilateral tinnitus, cramps in toes, feet and hands, dyspareunia, metrorrhagia (spontaneous or post-coital), headaches, asthenia, and loss of weight (- 16 kg in one year); stop date of events ((B)(6)2017); outcome of events (recovered); and essure removal method (total vaginal hysterectomy and removal of essure performed under general anesthesia). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. In 2017, the patient experienced adjustment disorder with mixed anxiety and depressed mood ("anxiodepressive syndrome following intervention for hysterectomy"). The patient was treated with surgery (hysterectomy and device removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and adjustment disorder with mixed anxiety and depressed mood outcome was unknown. The reporter considered adjustment disorder with mixed anxiety and depressed mood and medical device removal to be related to essure. Amendment: the report was amended on 06-feb-2019 for the following reason: after internal review, medical code of anxiodepressive syndrome was updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. In 2017, the patient experienced adjustment disorder with mixed anxiety and depressed mood ("anxiodepressive syndrome following intervention for hysterectomy"). The patient was treated with surgery (hysterectomy and device removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and adjustment disorder with mixed anxiety and depressed mood outcome was unknown. The reporter considered adjustment disorder with mixed anxiety and depressed mood and medical device removal to be related to essure. Amendment: the report was amended on 06-feb-2019 for the following reason: after internal review, medical code of anxiodepressive syndrome was updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.